Event description:
The customer reported that multiple mp5s are intermittently losing their spo2 reading. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that multiple mp5s are intermittently losing their spo2 reading. No pt harm was reported. A philips field service engineer (fse) visited the hosp to evaluate the devices. Only one device was malfunctioning. Philips is reporting this one device malfunction only because we have not yet been able to show that this issue was obvious to users and posed minimal health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.